Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. On (B)(6) 2010, the pump was programmed to deliver morphine 1mg/dl in the pca only mode with a 1mg pca dose, a 10 minute pt lockout, and a 25mg four hour dose limit. The customer contact reported at an unspecified time, the pump was unplugged from ac power while the pt went to the bathroom. While operating on dc power, the pt pendant was pressed. At this time, the pt noted the pump did not sound a beep indicating the button had been pressed and a dose was not delivered. The nurse noted the pump had powered off. The pump was powered back on and the settings were retained. Therapy was resumed using the same pump. After an unspecified length of time, the pump was unplugged from ac power while the pt went for a walk in the hall with a physical therapist. During that time, the pt pendant was pressed. The pt noted the pump did not sound a beep indicating the button had been pressed. At an unspecified time, the nurse went into the pt's room and noted the pump was plugged into ac power, but the display was blank. The customer contact reported the pump was turned off and on and the settings were retained. The pt reported to nurse that she "didn't think the pump was working." The pt reported a pain level of about 5 and was given morphine 3mg IV push. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The customer contact reported that she "cannot say pump powered itself off. It seemed to go into reserve mode." Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the mfg facility. Review of the device history indicates on 03/09/2010, at 0811, device powered on & history cleared. At 0812, two power loss alarms & device powered on x2. At 0813, morphine 1mg/ml confirmed, pump programmed in pca only mode, with a 1mg pca dose, 10 minute pt lockout & 25mg four hour limit, settings confirmed & door locked. At 0904, low battery alarm, dead battery alarm & 2 power loss alarms. Between 0908 & 0910, device powered on, reprogrammed, settings confirmed & door locked. Between 0925 & 1827, eight 1mg pt initiated deliveries. At 1831, door opened, 8mg shift total cleared & door locked. Between 1946 & 0525, four 1mg pt initiated deliveries & new date stamp (B)(6) 2010. At 0601, door opened, 4mg shift total cleared & door locked. Between 0637 & 0719, three 1mg pt initiated deliveries. At 0801, dead battery alarm & power loss alarm. Between 0842 & 0846, powered on x3, powered off x2, 2 barcode not read alarms, 3 check setting alarms, 5 check vial alarms, check syringe alarm, check injector alarm, door opened x3 & locked x4, reprogrammed & settings confirmed. At 0847, low battery alarm & power loss alarm. At 0952, powered on & barcode not read alarm. At 0953, check vial alarm, check syringe alarm, check settings alarm, door locked & opened, & powered off. (B)(4).